Manufacturer narrative:
Lens dislocation/sublaxation is identified in the labeling as a known potential adverse event following icl implantation. H6: code 4581 - lens dislocation/sublaxation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# 741915.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, lens dislocation/subluxation. Lens remains implanted. The cause of the event was not reported.